Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed/replicated the customer reported complaint. The endoscope was evaluated and found the camera instrument adapter did not rotate properly due to increased friction at the bearing. Also, the laser markings on the housing were found to be damaged. Additionally, the endoscope was found with discoloration of the integrated connector (ic) housing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the endoscope plus camera was showing the image rotated. The procedure was completed with no reported injury.